Manufacturer narrative:
Investigation summary: lot number 1803107 for product code 515003 was provided for evaluation by our quality engineer. A device history record review did not reveal any quality issues during the production of the provided lot number that could have contributed to the reported defect. As samples were unavailable for return, three retained samples of the same lot number were obtained from the manufacturing facility for investigation. Upon evaluation of the retained samples, no defects were observed. The three samples showed no damages to the luer-lock threads and had successful connections to infusion bags without leakage. Based on the investigation results, an exact cause for the reported incident could not be determined. Please note that luer threads may become damaged due to over-torque of the component during the connection process. Inspections and tests: the tests performed during the manufacturing process to avoid faulty parts are listed below: during molding process (according ph-300 current version): visual inspections for injector parts (cylinder, needle housing, safety sleeve, piston and membrane) are performed by the operator to avoid faulty parts (flashes, unfilled and burned parts, etc). Critical to quality dimensions of all injector components are measured to check if the dimensions are within tolerance. Luer cone is measured with a go/no caliber at the beginning of the lot, after and machine stop and after a mold repair. External luer thread diameter is measured as well. Assembly process: (according to ph-301 current version) the following visual inspections are performed by the operator: safety sleeve must be connected and should be turning with the cylinder and piston. The functionality of the grips is verified. Verify the correct welding of the membrane, color and aspect. Cylinder assembly. Piston must be fixed by the safety sleeve. Needle housing should rotate clockwise and tip of the cannula must be observed. Cannula length (with a caliper gauge). Functionality and piston welding test: quality and functionality of the membrane is verified after be welding and punctured by the cannula.

Event description:
It was reported that bd phaseal¿ injector luer lock n35s are coming apart during use. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
The initial reporter also notified the FDA on 2018-09-12 via medwatch# mw5079774. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd phaseal¿ injector luer lock n35s are coming apart during use. There was no report of exposure, serious injury or medical intervention.